Manufacturer narrative:
The second sample from the patient was submitted for investigation, and the customer's results could be confirmed. No interference in the sample could be identified. The investigation was unable to determine a specific root cause. A general reagent issue could be excluded as the calibration and qc were acceptable.

Event description:
There was an allegation of questionable elecsys total psa and elecsys free psa results from the cobas e 801 analytical unit that did not agree with the clinical status of the patient. An interference was suspected. This medwatch is for the total psa assay. Refer to the medwatch with a1 patient identifier (B)(6) for the free psa assay. The patient had been monitoring his results since 2015. The results have fluctuated over the years, but the total psa results were around 1.2-1.5 ng/ml, and the free psa results were around 0.18-0.2 ng/ml. Two years ago, the patient had an MRI, which showed no changes. Within the past month, an MRI revealed a lesion, and the biopsy confirmed the presence of a malignant tumor. The doctors believe the results should have been significantly higher based on the patient's MRI and biopsy. The patient had a total psa performed at another laboratory, using abbott technology, and the result was 9 ng/ml. The following day, the total psa result using the cobas e 801 analytical unit was 1.79 ng/ml. A new sample was taken from the patient, and the total psa result was 1.87 ng/ml, and the free psa result was 1.17 ng/ml. Using a cobas pure at another laboratory, the total psa result was 1.78 ng/ml, and the free psa result was 1.04 ng/ml. Using an abbott anility at another laboratory, the total psa result was 11.07 ng/ml, and the free psa result was 1.37 ng/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.